Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a size 10 cartiva implant in the first metatarsal joint of her left foot. Subsequently she allegedly experienced worsening of pain and further reduction in her range of motion. Allegedly she experienced loss of mobility, nerve damage, debilitating pain of the left great toe, along with constant irritation and discomfort in the location of the device. The patient was revised approximately 13 months post-op.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a size 10 cartiva implant in the first metatarsal joint of her left foot. Subsequently she allegedly experienced worsening of pain and further reduction in her range of motion. Allegedly she experienced loss of mobility, nerve damage, debilitating pain of the left great toe, along with constant irritation and discomfort in the location of the device. The patient was revised approximately 13 months post-op.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.